Event description:
On (B)(6) 2011, a patient received a 19 mm trifecta valve (aortic position) for severe aortic stenosis and moderate aortic insufficiency and a 25 mm edwards magna ease valve (mitral position) for moderate to severe mitral valve regurgitation. Recently the patient presented with heart failure and an echo showed immobile leaflets, severe aortic stenosis and very high gradients with the aortic valve. On (B)(6) 2018, a redo surgery was done and the 19 mm trifecta valve was explanted and replaced with a 23 mm edwards magna ease 3300tfx valve. The 25 mm edwards magna ease valve remains implanted. The patient is reported to be recovering.

Manufacturer narrative:
An event of stenosis was reported. The results of this investigation concluded that all 3 leaflets contained fibrous thickening, tears and calcifications. Leaflet one contained a 3mm tear in the base of the leaflet, at the stent post shared with leaflet 3. There was a tear in the mid portion of the free edges of the leaflets 1 and 2. Leaflet 2 contained a 4mm tear in the mid portion of the leaflet base. Leaflet 3 contained an obliquely oriented tear in the mid portion of the leaflet and a tear that was continuous with tear in the mid portion of the leaflet. All 3 leaflets contained circumferential fibrous pannus ingrowth on the inflow and outflow surfaces, narrowing the inflow and outflow diameters. No inflammations were found to be present. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event remains unknown.